Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient fell and then this left ventricular (lv) lead became dislodged. This was confirmed through fluoroscopy. Subsequently, this lead was explanted and was successfully replaced. All parameters were checked and were within normal limit. No additional adverse patient effects were reported. This lead was out of service.

Manufacturer narrative:
(B)(4). The product was not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.